Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately low. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported a meter result of 94 mg/dl. The patient stated after the alleged low results, he skipped his dose of lantus, 10 units. Some time after testing, the patient reported experiencing thirst and frequent urination. He visited his physician and a blood glucose test was performed, the result was "approximately a 40 point difference". The patient denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the patient allegedly developed symptoms suggest hyperglycemia after obtaining low results on the reported meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.